Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl. Correction boluses and manual injection were used to address bg. Cause of event was not known. As event occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.